Event description:
Customer's husband reports back to back comparison on the same meter using different strip vials of the same lot while using the advantage system. Husband reported back to back testing with results of 87mg/dl and 165mg/dl. Husband reported vial of strips had been stored in the refrigerator. No quality controls were run. No adverse event reported. A request was made for return of the suspect prodcut and a replacement was sent.